Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed ¿charge ilet now, low battery therapy is stopped¿ and would not power or accept charge, with no green charging indicator observed; the family had been using a third-party apple charger instead of the original charger, and a replacement beta bionics charger was arranged to be shipped for confirmation of function. No adverse clinical symptoms associated with interruption of insulin therapy due to a depleted battery reported. Outcomes included no injury or hospitalization. Investigation of this case revealed a suspected charging failure associated with use of a non-beta bionics charger, with the pump potentially entering a deep-discharge state consistent with very low battery power. It was concluded, based on previously established findings for similar reports, that the cause was likely accessory-related power/charging incompatibility leading to failure to charge.